Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr. 1 information: investigation outcome: hamilton medical ag has not received the device for investigation. Log files were received but they do not cover the time when the failure occurred. According to the information we received, the blower module and control board were replaced and, as a result, functioned as intended. The blower module was replaced due to reaching its lifetime (blower timer was at 103%). After the replacement of the components, no further issues with this device were reported. Therefore, the most likely root-cause of the black screen is a defective control board. However, a definitive conclusion cannot be made.

Event description:
The following was reported to hamilton medical ag: user said that unit showed black screen after startup, and they could not turn the unit off. After 2 hours the unit was turned on again and showed "blower service required" (blower timer is 103%). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: user said that unit showed black screen after startup, and they could not turn the unit off. After 2 hours the unit was turned on again and showed "blower service required" (blower timer is 103%). No patient involvement.